Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room manager reported the system shut down on its own during a procedure. The cause was completed with an alternate unit. There was no harm to the patient. Additional information has been requested.